Event description:
Boston scientific received information that shortly after the implant of this device and right ventricular lead, high shock impedances greater than 125 ohms were noted. After monitoring the lead for a short time, the impedance levels appeared to decrease, however the next morning were once again above 125 ohms. One day after the initial observation, the pocket was re-opened and a loose setscrew was found resulting in a connection issue that caused the high shock impedance levels. The setscrew was re-tightened with normal impedance levels observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.